Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
End user reported piece of catheter broke away during use. No injury or additional details were reported.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be damaged; however, the root cause of this defect could not be determined. Factors that could contribute to the failure may be related to the material of the device, storage conditions, vhp exposure, or the patient's anatomy. A search of the complaint database was performed and fourteen similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.